Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter email unknown. E1. Initial reporter last name unknown. E1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in the relief valve dial. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 3012307300-2024-05213 will be cancelled.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the relief valve dial cap is broken and missing. The complaint was verified by visual and functional testing. The root cause is unknown. The knob cap was attached to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.